Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on ps1 power supply was evaluated and adjusted to optimum operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported the system failed to boot up attributed to a communication failure error message and a control panel error message. No pt serious injury or death was reported related to this event.